Manufacturer narrative:
One used unit and one representative unit were received on (B)(6) 2011 and sent for decontamination. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. Internal file number: 63049. Date submitted: (B)(4) 2011.

Event description:
The pt was sitting in bed when suddenly the extension line of the bd nexiva came loose from the y-adapter. A lot of blood came out of the extension line, ending up on the bed and on the floor. The pt managed the blood loss well. There was an infusion with reinger's-acetate when the incident occurred. According to the nurse and pt, the product had not been subjected to any external forces.